Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a high blood glucose value due to not getting enough insulin. The customer also stated they were having issues with their carelink uploader/ blood glucose value was 400 mg/dl at the time of the incident. No troubleshooting was performed because the customer declined. Nothing will be replaced or returned.